Event description:
It was reported that one week after implant, a three-second pause was found. No abnormal data was found when device was checked after the pause. The pacemaker was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.